Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10051. The patient received the scs system on (B)(6) 2011, which included two leads from different lots. It was reported the physician observed exposed leads on (B)(6) 2011, at which time he added sutures to the exposed area. During the follow up visit on (B)(6) 2011, additional sutures were added. During the follow up visit on (B)(6) 2011, the leads were still exposed and the physician elected to implant the leads deeper at that time. Follow up information revealed that the patient's sutures have been removed and the patient is receiving effective stimulation. No signs or symptoms of infection were reported.